Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform unexpected restart error test or to verify compromised force sensor system alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and off no power test. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, broken battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was loose. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.